Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the physician sent the injection gold probe to a mallory-weiss tear. When they went to inject and cauterize, the probe would not produce an electrical current for cautery. The doctor removed the device, and tried it outside the patient; it would not produce an electrical current for cautery. They hooked up the injection gold probe device to a different generator, and still would not work. The physician used a resolution clip device to complete the procedure. The generator used during the procedure was checked, and was found to be working fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician sent the injection gold probe to a mallory-weiss tear. When they went to inject and cauterize, the probe would not produce an electrical current for cautery. The doctor removed the device, and tried it outside the patient; it would not produce an electrical current for cautery. They hooked up the injection gold probe device to a different generator, and still would not work. The physician used a resolution clip device to complete the procedure. The generator used during the procedure was checked, and was found to be working fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. A dissection of the unit revealed that a wire was partially detached from the ceramic tip; it was attached to the catheter. This will result in electrical current failure. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to the partially detached wire at the ceramic tip. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.